Manufacturer narrative:
9/18/1998: h10 - follow-up letter from health care provider indicates that pt's implant was not removed by physician contacted in tracking report, and has been lost to follow-up.

Event description:
Info rec'd from annual device tracking report that device was explanted due to infection. The device has not been rec'd by the MFR for analysis. A f/u letter will be sent to the health care provider for further info on this event.